Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing investigation was performed for the subject device (pfna-ii ø9 sm 130° l200 tan, part number 472.114s, lot number 9784853). The subject device was returned to the manufacturer with the complaint condition stating: the product was returned in a packaging different from the original packaging. The laser marking was readable. Nail was in a good visual condition. All dimensions relevant for the function of the product were measured, and fulfill the specifications. The raw material certificate was checked and it was found that all used raw material fulfilled the specifications. Based on this the complaint is rated as not confirmed and not valid from the point of view of the manufacturing site. No manufacturing related issue was identified and/or confirmed, therefore review to the specific prm and prm line is not applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development investigation was performed. The received nail (472.114s / 9784853) and blade (04.027.053s / l186400) and bolt 459.400 / 5939596) was forwarded to the responsible person in the sustaining engineering department for evaluation. A patient with hypertension and highly osteoporotic bone was operated on (B)(6) 2017, where our pfna2 was used. Patient was walking with the help of walker. Sudden onset of pain started and patient was not able to walk. The implant is not damaged. Our helical blade cut off from the head. The implant is in good condition. There is no damage to the implant. Given the operating surgeon¿s statement of ¿highly osteoporotic bone¿ the pfna augmentation system may have offered a superior outcome, recommended for indications including ¿severe osteoporotic fractures in the proximal femur¿. X-ray review noted that there might be ¿cut-out¿. Concomitant part ¿locking bolt ø 4.9mm, self-tapp., l 40mm¿ (459.400 / 5939596) received, as no allegation reported to this mentioned part, no further investigation will be done. No product fault could be detected. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. (B)(4). Device history records review was completed for part# 472.114s, lot# 9784853. Manufacturing location: (B)(4), manufacturing date: jan 20, 2016, expiry date: jan 01, 2026. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follow: it was reported that on (B)(6) 2017, patient underwent surgery. During the surgery, patient was implanted with pfna-ii. Postoperatively, on an unknown date, while patient was walking with the help of walker, sudden onset of pain started and patient was not able to walk. Reportedly, implant was not damaged. Patient bone was reported as highly osteoporotic. It was reported that helical blade was cut off from the head. This was confirmed with photo and x-ray. This malfunction led to the bipolar surgery. Surgeon requested to know if it was the surgical technique or the patient bone quality that caused the cutoff. Concomitant intact parts received: screw (part# 459.400, lot# 5939596, quantity 1). This report is for one (1) pfna-ii ø9 sm 130° l200 tan. This is report 1 of 2 for (B)(4).